Manufacturer narrative:
Other text: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. The provided lot number was a valid number; therefore, a history record review could not be conducted. B3: unknown; no information has been provided to date., corrected data: h6: health effects - clinical signs and symptoms or conditions:

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a leak in the infuser (reservoir) near the extension in the upper region that connects the safety lock. No patient injury reported.